Manufacturer narrative:
This report is submitted on march 24, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced migration of the electrode array outside of the cochlea. The implanted device remains. Re-implantation is planned but has not taken place as of the date of this report.